Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's down button was not working. All other buttons were working and no alarm received. Customer reported a few small cracks in the body of the insulin pump. Blood glucose reading was 82.8 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. Customer has a back-up. No further information provided.